Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2022: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was receiving morphine drug via an implantable pump for unknown indications for use. It was reported that the patient had cold like symptoms and also stated that his pump was not working. Their pain had increased since the pump refill at the end of february but he noted that he felt like this after every refill. The clinis assesed symptoms of withdrawal. On (B)(6) 2026 the patient's spouse reported that he would need to remain hospitalized for oral pain management they did not think the it pump was working/managing any of the pain at this time. On (B)(6) 2026 the patient stated that he desired another pain management. The symptoms were reported as unlikely due to withdrawal given the pump presence. A pneumovax was performed to check the catheter function and ensure proper pump operation. The pump was working correctly but the patient's wife scheduled a explant of intrathecal pump and catheter.